Event description:
The manufacturer received information from a factory authorized service center that a ventilator inoperative error was discovered in the event lo of a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was returned and evaluated by a third-party service center. During evaluation of the device, the technician documented a ventilator inoperative error code was discovered in the device's event log caused by a defective circuit board. The device's system board was replaced to address the issue. Additionally, unrelated to the malfunction, the muffler and filter are dirty, and the evo shipper is missing. The muffler, filter, and the evo shipper have been replaced.